Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery when in use, the device was noisy, deflects and was out of alignment. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged, ar-8550obt, burr, oval, 12 flute, 5.5 mm x 13 cm, batch/serial number (B)(6), was received for evaluation. Upon visual evaluation, it was noted that the spring retainer was bent, which is likely related to the allegation. Functional tests with an ar-8330f serial (B)(6) were performed and the inner tube rotates freely inside the outer tube. The most likely cause for the reported failure can be attributed to user error of the devices due to side-loading the devices during use.